Event description:
It was reported that the device performed a power on reset. The patient is undergoing radiation therapy for cancer. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed a por (power on reset). Concurrent radiation therapy can contribute to this type of por.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed a por (power on reset). Concurrent radiation therapy can contribute to this type of por. Correction: change made to device evaluation conclusion.